Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. Laboratory results were pending. The impella cp functioned without problems and without any suction events. Imaging was used to check the pump position and the pump was in good position. Care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.